Manufacturer narrative:
Concomitant products: product ID 3889-28 , lot # va0bn6f, implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type lead, lot # v622676 .

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v622676, implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The health care professional (hcp) via the manufacturers' representative reported that the patient was not having efficacy from the device. There was no event that the physician could remember. For years, they reprogrammed the patient to capture efficacy. The patient did not want a lead revision, just reprograming. There were multiple reprogramming sessions with different hcp's impedance testing and x-rays were also done. Ultimately, the device was explanted. The issue resolved at the time of report. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. If additional information is received, a follow up report will be sent.